Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold. It was noted that automatic gain control was reprogrammed and monitoring will be continued. Additional information indicated that the cause for the issue was unknown. Moreover, the new system was reprogrammed to address sensing issue. The rv lead was abandoned surgically. No additional adverse patient effects were reported.